Manufacturer narrative:
Device is not available for evaluation. Additional information was requested, but not available.

Event description:
It was reported by the patient that she had fractured her wrist on (B)(6) 2010. The surgeon used our external fixation (2 hole pin clamp) cat # 5150-3-065. The pins are sticking out of the patient's skin and are very sharp. Patient pokes a hole into her skin every time she bends her elbow. Patient purchase rubber balls to prevent injury from the pins.